Manufacturer narrative:
The failure investigation has been completed and the alleged low transmitter battery issue was verified. Based on the analysis, the alleged abnormal transmitter and transmitter failed error issues could not be verified. The failure investigation has been completed and the alleged low transmitter battery issue was verified. Based on the analysis, the alleged abnormal transmitter and transmitter failed error issues could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use less than 3 months. Additionally, the customer received intermittent invalid transmitter ID alerts. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.